Manufacturer narrative:
Additional narrative: explanting of the devices was attempted on (B)(6) 2014; however, devices were unable to be removed and were not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the extraction bolts broke through their shafts while trying to remove two cold welded titanium 5.0mm locking screws from a locking compression plate distal femur plate titanium that was originally implanted three days prior. The surgeon wasn't happy with the initial reduction and alignment of the fracture after looking at the formal post-op x-rays so he decided to revise. It is not known if a torque limiting screwdriver was used on initial insertion of these screws. The conical extraction screws were used with standard surgical technique. The two 5.0mm locking screws were unable to be removed by this technique and instead of using high speed steel drill bits to remove hardware the surgeon opted to retain the plate insitu and alter the reduction of the fracture fragments and fix bone fragments in new position. The surgeon was happy with final outcome. Part of one conical extraction screw tip was retained in 5.0mm locking screw recess implanted in patient as it was unable to be removed. There was a ten minute delay in the procedure. The patient also had a prolongation of the hospital stay. This report is for two unknown cold welded titanium 5.0 mm locking screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
This report is for two unknown cold welded titanium 5.0 mm locking screws/unknown lots. Devices were unable to be removed and were not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.